Event description:
It was reported that during a laparoscopic cholecystectomy procedure; the device failed at various points during the case. A combination of spitting clips, not discharging clips, and misaligned clips left the surgeon frustrated and staff perplexed. The procedure was completed using the device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # m90h99. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 5 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify what is meant by the clips were "misaligned." Were the clips unformed or malformed? Were the clips scissored? Yes, the clips were scissored and some fell out of the distal tip unformed.